Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated and the electrogram (egm) did not show pacing. Additionally, premature battery depletion was suspected. Subsequently, this crt-d was explanted and replaced. The crt-d is expected to be returned for analysis. No additional adverse patient effects were reported.